Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens was noted to be torn. The lens was cut out of the eye to remove with no patient injury, no enlarged incision or sutures. The backup lens was implanted. The reporter stated the cause of the lens damage was due to a loading error.